Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a piece of the tip of the tip-up fenestrated grasper instrument broke off and fell into the patient. The customer noted that the instrument was on arm 1. The clinical sales representative (csr) stated that they retrieved all instrument fragments but were performing an x-ray before they closed to ensure all pieces were retrieved. The customer was unable to remove the instrument after the failure and moved forward with removing the instrument and cannula as one piece. The customer redocked arm1 and continued with the use of another instrument. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: no impact to the patient. No fragment on x-ray. No instruments collided.

Manufacturer narrative:
Based on the claim against the product by the customer noting that a piece of the tip of the instrument broke off and fell into the patient, an investigation was completed to determine the cause of this reported event. The tip-up fenestrated grasper instrument was analyzed, and failure analysis investigations were able to replicate and confirm the reported issue. The instrument was found to have the main tube broken. A piece measuring approximately 0.334¿ x 0.143¿ was broken into pieces found inside of the proximal clevis. As a result of the broken main tube, the instrument got stuck in the trocar and was returned with the cannula still attached. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact and small fragments were found inside of the proximal clevis. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken/cracked main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure. This event is being reported based on the following conclusion: the tip-up fenestrated grasper instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.